Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found the battery had normal end of life with the telemetry and output being okay.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37702, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
A consumer implanted for degenerative disc disease reported via the manufacturer's representative (rep) a long time ago they had high impedances with electrodes 6, 14, and 15 during a reprogramming session. On (B)(6) 2016, the consumer was having surgery for normal battery depletion. During surgery intra-operative impedance testing was performed with results greater than 10,000 ohms. When zero was used as the reference 2, 4, 5, 6, 11, and 15 were greater than 10,000 ohms. When one was used as the reference 1, 6, and 15 were greater than 10,000 ohms. When two was used as a reference 0, 4, 6, 9, 10, and 15 were greater than 10,000 ohms. When three was used as a reference 4, 6, and 15 were greater than 10,000 ohms. An impedance test was then performed at three volts with zero as the reference with results on 2 being 9,945 ohms, 4 being 17,031 ohms, 6 being 21,065 ohms, 15 being 19,983 ohms, and multiple others being elevated. It was noted the consumer did have known open circuits going into the procedure with 6, 14, and 15 showing high. It was then confirmed the same impedance issue was seen when testing the extensions in the multi-lead trialing cable (mltc) as was seen when testing with the implantable neurostimulator (ins). At the current time the consumer was still under anesthesia so the response to stimulation hadn¿t been tested. The rep. Did try wiping down the extensions and reinserting them into the ins, but it didn¿t resolve the issue. It was noted this operation was only to change out the ins, so only the pocket area was open. According to the rep. They were ¿probably going to close up and see how things resolved.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.